Manufacturer narrative:
(B)(4). The device was returned and serviced before the report of the death was known; therefore, a complete evaluation was not performed. A review of the event history log revealed no failure, malfunction, or iipv events that could have caused or contributed to the reported event. The sample analysis was not performed because the device was received and routed to service prior to the product analysis lab being made aware of its complaint status. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product identified related to the reported problem. There is no evidence that the device caused or contributed to the reported patient death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient died at home while connected to the homechoice machine. The cause of death was reported to be related to the patient¿s heart, kidneys, and lungs. An autopsy was performed. The patient was hospitalized prior to death for an unrelated issue. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.